Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a date/time reset. There was no reported adverse event.

Manufacturer narrative:
Device evaluation: returned device was received with damaged lens and dso seal bubbled. Evidence of reported problem in event log was found. During the evaluation of the device a power up process, rtc battery inspection. Was performed, unit had loss of data when it came it once cleared it didn't repeat. The customer reported condition was confirmed. . Problem source is unknown. . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a date/time reset. There was no reported adverse event.